Manufacturer narrative:
Implant date, explant date:unk type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4)

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -16.00/2.5/095 (sphere/cylinder/axis) implantable collamer lens was explanted due to sizing issues. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5-the reporter indicated that a 13.2mm, tmicl13.2, -16.00/2.5/093 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to significant reduction of iridocorneal angles. For cause details the reporter stated "at the day 1 postoperative visit, the uncorrected visual acuity measured 20/320 os. Intraocular pressure was 45 mmhg os. Examination demonstrated severe corneal edema os with narrow angles ou." A replacement lens of shorter length was implanted on the same day as removal. If additional information is received a supplemental medwatch report will be submitted. H6- health effect- clinical code 4581: narrow angles. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - per email on (B)(6) 2023, problem was resolved. Claim# (B)(4).